Manufacturer narrative:
This supplemental report is being submitted to provide the results of device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the reported issue was confirmed. "Can't see out of it; blurry" is due to dirty lens. The most probable cause of the complaint is cause traced to user. Additionally, cuts on cable and camera head failed leak test were found. The storage period of the device history record (DHR) is 15 years. Since the equipment in question was manufactured more than 15 years ago, the DHR could not be verified. Per instruction for use, it states: "warning ¿ if an abnormal endoscopic image/function occurs and returns to its normal condition by itself, the equipment has malfunctioned. Continued use in such condition may cause abnormality again and it may not be able to recover to normal condition. In this case, immediately stop use and withdraw the endoscope from the patient slowly. Continued use of such equipment may cause patient injury, bleeding and/or perforation." "If the camera head¿s or video adapter¿s glass surfaces become dirty or dust accumulates on them, wipe with gauze moistened with 70% ethyl or isopropyl alcohol." "If the surfaces of the video adapter¿s o-ring and/or the camera head¿s connecting surface to the o-ring are dirty, wipe them using clean gauze moistened with 70% ethyl or isopropyl alcohol." "Wiping the surface and cover glass ¿ a soiled cover glass will impede observation. Avoid leaving fingerprints or smudges on the cover glass. ¿ to avoid scratching the cover glass, never use an abrasive cloth or material to clean it. ¿ moisture adhering to the electrical contacts of the video plug will result in poor connection. ¿ moisture adhering to the instrument surfaces will impede observation. Dry the instruments thoroughly before using. ¿ when wiping, wear chemical-resistant gloves that fit properly and are long enough so that your skin is not exposed. 1. To remove dust, dirt, and other non-patient debris, wipe using a soft, lint-free cloth moistened with 70% ethyl or isopropyl alcohol. 2. Make sure that the equipment is completely dry before use. In particular, take care to dry the video plug and its electrical contacts." Based on the investigation, no nonconformances were found related to this complaint. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the device had blurry image. The issue was found at reprocessing. There was no patient involvement, no harm reported due to the event.

Manufacturer narrative:
The subject device is expected to be returned; however, it has not yet been received for evaluation, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the device had blurry image. The issue was found at reprocessing. There was no patient involvement, no harm reported due to the event.